Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a power supply uninterruptible power supply (ups) and battery cartridge were replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power supply uninterruptible power supply (ups) has been received by manufacturer for evaluation. The suspect battery cartridge has not been received by manufacturer for evaluation. The received uninterruptible power supply (ups) was evaluated and the reported issue was confirmed as the uninterruptible power supply (ups) did not power on with the returned batteries. When new batteries were installed and charged for at least 6 hour for load test. The batteries passed load test by being powered on for more than 6 minutes. Batteries were recharged again for at-least 6 hours to complete battery replacement procedure. Returned batteries wont hold charge. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that while outside of procedure, when charging the imaging system an alarm sound was heard from mobile view station (mvs). Unplugging the power cord and replugging it resolved the issue. However, an abnormal sound was heard from the system. There was no patient present at the time of the issue.

Manufacturer narrative:
A uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
Device evaluation: the uninterruptible power supply (ups) battery cartridge was returned to the manufacturer for evaluation and the reported issue was confirmed. The ups failed to power on with the batteries. A relay clicking sound was heard indicating a low voltage from a bad battery pack. Batteries will not hold a charge.